Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles were observed in three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed during preparation at the compounding facility. The particles were described as either clear, white, or black. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 10, 2021 - november 11, 2021. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed only a partial area of the container and partially filled solution. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR in the initial MDR is being corrected to 06/25/2022 (previously reported as 06/28/2022). Should additional relevant information become available, a supplemental report will be submitted.